Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. DHR review was requested. No nces or deviations were observed. All processes were followed correctly. Case details were reviewed. Patient underwent a cto pci procedure. The vessel was mid lcx with severe calcification and no tortuosity. A raider guidewire was used in the procedure. Patient endured an ellis ii perforation of the target vessel. Also, there was free flowing pericardial effusion, circumferential but largest anteriorly with hematoma formation post prolonged balloon inflation. Patient was hypertensive during the event. Balloon inflation was employed for treatment with residual dissection noted. Per IFU: vessel perforation, dissection and hematoma are identified as potential adverse effects that may be associated with the raider guidewire. No product was returned to vsi/teleflex for investigation. It is unknown if any damages were present with the raider device that could have contributed to the event. All issues were resolved without any sequelae. No adverse events were reported at study 30-day follow-up visit. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a cto pci index procedure for the cto-pci study of a long, severely calcific non-tortuous lesion located in the mid-lcx, the subject suffered an ellis ii perforation of the target vessel with a raider guidewire (study device). There was free flowing pericardial effusion, circumferential but largest anteriorly with hematoma formation post prolonged balloon inflation. Subject was hypertensive during the event. Treated with prolonged balloon inflation with residual dissection noted. Resolved without further sequelae. No adverse events were reported at study 30-day follow-up visit.